Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented to the emergency and the pulse generator exhibited backup operation. Device was explanted and replaced on (B)(6) 2013 due to normal elective replacement indicator.